Manufacturer narrative:
The field application specialist checked the sample and the sample contained strands. The last calibration performed on 02-mar-2022 was within expectations. Quality controls tested between 09-feb-2022 until 11-mar-2022 were within range. A reagent issue is unlikely. Upon review of the alarm trace, an alarm indicating a sample liquid level detection malfunction was observed a few seconds before the sample was pipetted. Performance testing of the analyzer showed one value to be slightly over range, but all other test results were fine. Controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat ver. 2 assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 10.89 pg/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 3018 pg/ml accompanied by a data flag. An amended report was issued. The troponin t reagent lot number was 52366901, with an expiration date of 31-jul-2022.